Event description:
It was reported that there was an infection and the device ¿needed to be removed.¿ it was noted that the explant surgery was on the day of the report. Additional information was requested but not received at the time of the report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0875b, implanted: (B)(6) 2013, product type: lead. (B)(4).